Event description:
Caller reported that insulin gauge displayed an amount different than expected, with a static fill estimate issue showing 145 units. There was no adverse impact to the customer¿s blood glucose level. Customer was educated by cts on the occurrence of this issue due to a variance in the measured pressures and was informed that once the static number aligns with the actual insulin remaining, the fill estimate would adjust normally. Caller understood and acknowledged the explanation.